Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an allegation that a device was returned from the manufacturer after foam remediation that there is still evidence of foam particulate in the device. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manfacturer previously reported receiving an allegation that a device was returned from service after foam remediation but there was still evidence of particulate in the air path. The device was not in patient use. The device was returned to the manufacturer's product investigation laboratory for investigation and the customer complaint was confirmed, however, this contamination originated external to the device. It was confirmed their was presence of foreign black particulate of external origin in the bacteria filter after the unit operation. However, airpath assembly foam and air path foam, flow path assembly with outlet looked clean via visual observation after disassembly of the unit.